Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose(bg) levels (30 mg/dl). Reportedly, low bg's are due to the customer's pump settings needing to be adjusted. Contact stated that they are working with their health care professional on the reported issue. Customer consumed carbohydrates to stabilize bg levels.